Event description:
It was reported that, in two separate operating theatres on the same day, december 2, two packages of simplex with tobra were mixed in the revolution mixer for use in a cement gun. In both instances, the powder and monomer did not effectively combine and there were clumps of dry, unmixed powder in the cement. It was reported that the unmixed cement was thrown away and when new batches of cement were mixed, the results were as normally expected. Additionally it was reported that all four packs of simplext used between the two rooms had the same lot code number. Temperature in both rooms was between 18-20 degrees. Two different nurses mixed theses batches of cement.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.